Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse instructed the customer to remove power and inspect the discarded cup portion of the waste chute, the customer found a cup stuck across the opening and removed it. Fse also instructed the customer to inspect the bottom of the cup presence sensor and the customer found that it was dirty and sticky. The customer cleaned the bottom of the cup presence sensor and then powered analyzer back up. The analyzer went through the routine to discard all remaining cups from the incubator without any errors. The customer then successfully performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number: (B)(4), was installed on (B)(6) 2022. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4153] c. Trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to dirty cup presence sensor causing cups to get stuck in cup waste chute when being released into the waste chute.

Event description:
A customer reported error message "4153 cup trans-z home overrun" on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to empty the waste bin and reboot analyzer, bur error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.